Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. This product is purchased fully packaged from a supplier. Supplier corrective action request (scar) (B)(4) will document the root causes per the supplier's evaluation and any corrective actions. A follow-up report will be submitted with the supplier's evaluation and conclusions.

Event description:
Device broke while in use. Inner port broke and separated.

Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. This product is purchased fully packaged from a supplier, and the supplier's evaluation is as follows: it appears the guidewire was broken before the collar and the hypotube located on the proximal end of the guidewire. During manufacture, the operator is instructed to extend and retract each guidewire to verify catheter length/tip transition. Also, a speed and leak test is performed for 100% of the lot. If the guidewire had separated, the operator would not have the ability to extend and retract the guidewire during testing. The cause of the broken guidewire is unknown. Each final assembly is tested prior to the packaging the device. The testing performed on the units would have identified a separated or short guidewire.